Event description:
Information was received based on review of a journal article titled, "ten-year outcome comparison of the anatomical graduated component and vanguard total knee arthroplasty systems", which aimed to compare the vanguard and agc implants in a 10-year outcome model. The study was conducted over a period of twenty-eight (28) years (1983 to 2011) and involved seven-thousand one-hundred eighty-one (7181) patients who received nine-thousand one-hundred sixty-nine (9169) agc prostheses and one-thousand six-hundred seventy-four (1674) vanguard prostheses. The journal article reports the following revisions of agc by reason: twenty-seven (27) revisions due to loosening: (fifteen (15) tibial component, ten (10) femoral component, two (2) femoral and tibial component) three (3) revisions due to poly wear twelve (12) revisions due to instability one (1) revision due to pain thirty (30) revisions due to medial collapse the journal article reports the following revisions of vanguard by reason: five (5) revisions due to loosening: (four (4) tibial component, one (1) femoral component) two (2) revisions due to poly wear two (2) revisions due to instability one (1) revision due to dislocation the authors of the study conclude that although the evolutionary design of the vanguard had specific design criteria with the intent to improve function, decrease wear, and implant loosening, there were no apparent clinical advantages found in the medium term follow-up.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. (B)(6). It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Manufacturer narrative:
This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. The following sections were updated: event type, event or problem, brand name, catalog and lot number, patient and device codes, report source, type of reportable event, device evaluated by manufacturer, manufacturer narrative. The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse effects: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions", . Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported in journal article ""ten-year outcome comparison of the anatomical graduated component and vanguard total knee arthroplasty systems." One (1) patient with a vanguard prosthesis was identified in the article that required a revision due to dislocation. There has been no further information provided and the patient outcome is unknown.